Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device logs show evidence that the device shut down approximately 41 seconds after issuing a low battery and shut down warning with no prior warning. A low battery condition and shutdown warnings are issued by the smbus on the smart battery to the x series device. The battery returned with the device was not the battery used during the event. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down and would not power back up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.